Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 25 mm amplatzer pfo occluder was selected for implant. During positioning, the right disc deployed deformed and was removed from the patient. The device was tested outside of the patient and continued to deploy deformed. Another 25 mm amplatzer pfo occluder (lot number: 6978919) was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
The reported event of deformity upon deployment was confirmed. The occluder was able to re-conform to its proper conformation with light pressure applied to the edges of the discs, meeting functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. The cause of the initial bulbous shape could not be conclusively determined.